Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus service operation repair center (sorc), omsc surmised there was the possibility this phenomenon was attributed to the damage on the ultrasonic transducer surface of the subject device due to the external force with the handling by the user. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has been not returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the user that there was the image failure on the subject device at the unspecified timing. At the inspection for the repair, sorc found the ultrasonic transducer surface of the subject device partially peeled off and had a scratch. They might have been a cause of the reported phenomenon. It was not provided the other detailed information. There was no patient injury associated with this report.